Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and data embedded in history log is insufficient to confirm the reported event. The device was not received because it was repair locally. To solve the issue the plunger kit have been replaced. The defective part was received in brézins for investigation. According to our investigation, during the visual inspection, it was found that the j5 connectors was torn off, preventing any further tests. The root cause of this condition was found probably link to a poor soldering of the connector. To our knowledge this complaint is not being related to patient safety this complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: faulty solder points on the plug connector of the power supply board reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.